Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of 800 - 900 mg/dl and high ketones which were identified as dangerous by a healthcare professional. Reportedly the customer addressed bg with a correction bolus via the pump and was treated intravenously with fluids of saline and insulin at the hospital. During troubleshooting with tandem technical support, it was discovered that an undefined cartridge alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received, therefore no additional information was obtained.